Event description:
It was reported when using the bd pyxis medstation system the auxiliary drawer 6 all cubies were not detected on bus. The customer stated that this malfunction caused a delay in patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 6 was failed to detected on bus. The field service engineer replaced the drawer controller board, updated firmware and configured the drawer to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.